Manufacturer narrative:
Add'l lot #: 09k07ra, (B) (4), expiration date: 11/07/2010, manufacture date: 10/07/2009. Identification numbers of the radio frequency controller and suresound device not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).

Event description:
User facility reported a "vasovagal episode" during an attempted novasure endometrial ablation. During follow-up with the physician on 04/19/2010, she reported the cavity integrity assessment (cia) test was successful and the ablation began. Forty seconds into the ablation cycle, the patient experienced a vasovagal reaction. She stopped the ablation, removed the device, and the patient's heart rate returned to normal. She inserted another disposable device and felt she perforated the fundus of the uterus at that time. She then did a laparoscopy to visualize the perforation and sutured the perforation site. The patient was discharged home. We have been unable to obtain additional information surrounding this event.